Manufacturer narrative:
Additional information obtained on july 17, 2017 indicated that the customer report of aberrant values was incorrect. The actual complaint involved zeroing difficulties and an inability to purge the pressure line. As a result, this is not considered a reportable event. Therefore, no additional actions will be taken at this time.

Manufacturer narrative:
The devices involved have been discarded, but unused devices will be sent back for examination. A review of the manufacturing records indicated that the product met specifications upon release. A supplemental report will be forthcoming with the evaluation results when received.

Event description:
It was reported that it was impossible to purge the blue channel of this dpt. It was observed an aberrant pressure value in this channel. A new kit was used and worked successfully. There was no consequence for the patient. Inquired of patient demographics. Unable to be obtained.